Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient alert for high, out of range, pacing lead impedance. Further evaluation showed fluctuation in pacing lead impedance between normal and high, out of range. It was not possible to reproduce the out of range impedance with isometrics and pocket manipulation. Decrease in sensing was also observed. Patient will be continued to be monitored.

Event description:
New information received indicates that the lead was explanted.